Event description:
Reportedly, full inhibition of pacing occurred during his bundle ablation leading to asystole for patient. Dr (B)(6) had programmed pacing to unipolar. During asystole she applicated a magnet to restore paced rhythm. Confirmation of restored paced rhythm during magnet appliance is pending.

Manufacturer narrative:
The data provided confirmed the reported event: pacing stopped on (B)(6) at 15h53 and 15h54 because of ablation shots during ablation procedure. The data provided from (B)(6) 2025 showed that there is 17% of ventricular pacing since (B)(6) 2025 and all electrical values are normal. Two ventricular bursts have been recorded during the ablation procedure on (B)(6) 2025 at 15h53 and at 15h54. The ablation shots triggered oversensing and inhibition of ventricular pacing. The refractory period post ventricular sensing is 125 ms made the device unable to sense, therefore, it is not possible to check if spontaneous r-waves occurred during these periods. Ablation shots were recorded: - from 15h53 and 43 seconds to 15h53 and 50 seconds - from 14h54 and 14 seconds and lasted at least 5 seconds. As per specifications, the teo pacemaker model will switch to voo when the oversensing signal is detected regularly within the retriggerable absolute refractory period: the device enters in the noise behaviour and paces in voo at the basic rate. The oversensing must be detected at more than 20 hz. As per specifications, if the ablation shots have too low amplitude and are not sensed during the retriggerable absolute refractory period, the device goes out the noise behaviour and does not pace in voo at basic rate. In this case, the device sees the ablation shots, but not fast enough to be in the retriggerable absolute refractory period. The ablation shots generate electromagnetic interferences detections (emi) that inhibit pacing. The manual programming of voo mode or the use of a magnet is recommended during ablation procedure. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.